Event description:
It was reported on the day of this call that patient was program 3 at 4.30 and went up to 4.60. It appeared that patient was likely at the highest level of stimulation that she can handle in program 3. The patient felt like someone sticking her when she went over 5.0. The patient also mentioned that felt like stimulation was sticking her when programmer (pp) was used, thus she was concerned about sensation of being stuck with a needle. The health care provider was not sure when the patient started to urinate a lot, since report from patient was not consistent. It was reported a day later that patient was on program 3 at 4.30, without having urinary relief and was assisted to switch to program 4, felt stimulation at 4.0. It was later reported on 2015-03-05 that patient began having back problem about 2 months ago. It was also mentioned that patient¿s daughter had to take patient in to get the stimulator adjusted regularly because it stops working. The reporter did not have any additional details about the stim not working. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v948370, implanted: (B)(6) 2012, product type: lead; product ID neu_un known_prog, lot# unknown, product type: programmer, physician. (B)(4).